Event description:
The rptr stated that they did meter to lab comparison tests. The tests were both capillary, done side by side. Rptr's meter reading was 305 mg/dl, and rptr's doctor's meter (type unknown) read 208 mg/dl. They did not have any symptoms. On followup, the rptr stated that though rptr's test strips looked fine, after blood sample application to pink area, some of the confirmation dots had no color change. They stated that they keep strips in vial at all times and clean their meter on a regular basis. No harm was alleged.